Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, it was reported the pump emitted a call service alarm which was not cleared upon a battery replacement. No additional information was provided and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved after troubleshooting.